Event description:
Related manufacturer reference number:2017865-2022-45516. It was reported that the patient presented to the emergency room with reported dizziness. An interrogation was performed, and it was discovered that the right atrial lead and the right ventricular lead exhibited failure to capture. A chest xray was performed, and it was noted that there was insulation damage due to clavicular crush on both leads. Both leads were capped and replaced on (B)(6) 2022. The patient was in stable condition.